Event description:
Literature was reviewed regarding left bundle branch area pacing (lbbap). The authors described patients who experienced pocket hematomas, pneumothorax, and septal perforations. Septal perforation was defined as a loss of capture identified by contrast injection through the sheath and a significant reduction in sensing amplitude or a sudden increase of the pacing threshold and resulted in a change of the lead deployment position. The septal perforations were not associated with any clinical consequence, and all the procedures were successfully completed without the need for additional intervention. There were leads which exhibited acute micro dislodgment, lead damage during implant, and lbbap or right atrial (ra) lead dislodgment during follow up. The leads with lead damage were attempted, not implanted and were replaced due to helix distortion. Lead revisions were performed with some of the lbbap dislodgments, the other dislodgements did not require intervention. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is unknown/74 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: acute performance of stylet driven leads for left bundle branch area pacing: a comparison with lumenless leads. Heart rhythm o2. 2023; 4:765¿776. Doi: 10.1016/j.hroo.2023.11.014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.